Event description:
It was reported that patient presented for an implant procedure. During the device preparation, prior to implant, it was noted that the pacemaker was found in back-up mode. The pacemaker was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of pacemaker found in back-up mode was confirmed. The pacer was received in backup operation with battery voltage above elective replacement indicator (eri). Analysis of the device image revealed that device went into backup mode due to reset error consistent with an integrated circuit (ic) anomaly. The device was restored by reloading product code. Backup operation could not be reproduced. Performed DHR review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. Electrical and mechanical analysis performed, indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.